Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that customer¿s insulin pump alarmed for replace battery now without low battery alarm. Customer¿s blood glucose was 24mmol/l at time of incident which was high. Troubleshoot was performed but did not resolve the issue. Customer advised to discontinue use of insulin pump and revert to back up plan. Insulin pump will be return for analysis.

Manufacturer narrative:
Unit power up properly after battery installation. Unit received with operating currents within specification. Unit passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Pump trace download analysis confirmed the pump alarmed replace battery now alarm, power error 25 and low battery alert. The power management tool confirmed replace battery now alarm, power error 25 and low battery alert was triggered when the backup battery loaded voltage was less than 3.5 volts for four consecutive hours due to connector resistance on the electrical board. After disconnecting and reconnecting the internal battery connector on the electrical board, the pump was monitored and functioned properly. Unit received with corroded battery tube, minor scratches on case, pillowing keypad overlay, cracked retainer and minor scratches on lcd window.